Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose was 35 mg/dl at the time of incident. Customer declined troubleshoot for low blood glucose. Customer drinking prune juice for low blood glucose. Customer with unlocking keypad and having a lot of difficulty using insulin pump due to her vision husband came in and took over the insulin pump able to change the infusion set and start new reservoir. Customer experiencing sweaty and shaky. Customer reported blood glucose 58 mg/dl, 71 mg/dl, 79 mg/dl and took carb for it. Customer stated she would put a 75% basal also had a bit more juice and blood glucose 78 mg/dl and blood glucose 82 mg/dl. The insulin pump will not be returned for analysis.